Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (43 mg/dl), and the paramedics were called. Reportedly, low bg levels may be due to the pump settings needing to be adjusted. The paramedics treated the customer through intravenous fluids and glucose, and the customer was transported to the emergency room. Upon arriving to the emergency room, the customer's bg level was 154 mg/dl. Customer was treated through intravenous saline and released approximately 6-7 hours later. Customer's bg level was 90 mg/dl upon being released from the emergency room.